Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the entire monofilament suture was returned loose with the posterior needle tip remaining attached to the rail-end. The anterior needle tip remained engaged to anterior cuff. The posterior and anterior cuffs remained attached to the link. The posterior cuff was out of the posterior pocket and the posterior cuff tabs were undisturbed, indicating that a posterior needle-to-cuff miss occurred. Possible contributing factors for needle deflection that resulted in the posterior needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. The complaint information reported that a femoral angiogram did not reveal any presence of calcified plaque or tortuosity at the access site. Additionally, there was no scarring noted at the groin/access site. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.